Manufacturer narrative:
Section a4, a5 and a6 : unknown, information was requested but not provided. Section d4: serial number: unknown; information was requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section e1: establishment name: (B)(6). Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. Attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, a crack was identified at the edge of the non-preloaded monofocal intraocular lens (iol), model icb00. Patient contact occurred. No additional information was provided.